Manufacturer narrative:
A CAPA has been issued ((B)(4)). Initial investigations determined that the root cause of this adverse event is due to the lead screw nut coming loose from the drill carrier due to what appears to be lack of epoxy on the nut theads.

Event description:
Pre-operatively, an administrative navio handpiece test was completed using the navio system. The report indicated a max torque of 40, which is the upper range for the navio handpiece. Smith & nephew's on-site clinical representative asked if the handpiece should be swapped out. Surgeon acknowledged suggestion, but declined. The handpiece successfully homed, calibrated, and the surgeon confirmed that it felt like it was working properly at the beginning of femur bone preparation of a ukr procedure. During post hole preparation, the surgeon noticed the bur was not fully retracting. Burring was stopped. The surgeon was able to move the drill forward and backward with "a lot of play". The drill and navio handpiece were swapped out and replaced with instruments from the backup instrument tray. The surgeon resumed bone removal and saw that there was overcut (too deep) around the post hole. Upon inspection, the black plastic piece on the navio handpiece became unthreaded from the snaplock. The leadscrew nut came unthreaded from the drill carrier. No injury to the patient was reported.

Event description:
It was reported that, during an unspecified surgery, when the femur was being burred it was noticed that the handpiece was not retracting the burr fully. After swapping the drill and handpiece out, it was noticed that the cuts were too deep around the post hole. Upon inspection, it was noticed that the black plastic piece became unthreaded from the snaplock. The case was finished without any intervention. Surgery was delayed, but it is unknown for how long. The surgeon was dissatisfied with the outcome.

Manufacturer narrative:
The navio handpiece, used in treatment, was returned for further evaluation and the initial visual/functional investigation confirmed the reported event. The handpiece snap lock assembly became unthreaded from the lead screw nut, causing the tip of the bur to remain exposed when the system tried to fully retract the handpiece. The root cause of this issue was found to be supplier / raw material fault. A device history record review found the device met all specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system for unicondylar knee replacement and patellofemoral arthroplasty user's manual contains no information regarding the handpiece snap lock assembly becoming unthreaded from the lead screw nut. This failure is captured in the navio risk profile.